Manufacturer narrative:
E1, f5 - phone number: (B)(6). Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created in response to the pmcf study. This file will capture the lymphatic fistula on (B)(6) 2025. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(6) - use error of incorrect size stent diameter which may have led to the occlusion. Manufacturing records: prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records and historical data review could not be completed as the lot number is unknown. Instructions for use and/label: it should be noted that the lymphatic fistula is not listed in the instruction for use (ifu0058) as a potential adverse event. As per medical affairs advisor input lymphatic fistula is an extremely uncommon adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. Medical advisor was contacted and upon his input ¿the (arterio)lymphatic fistula might have been related to the femoral access procedure, although it occurred during transfemoral coronary angioplasty, it might apply to the femoral stent, however it is an extremely uncommon adverse event.¿ summary: complaint is confirmed based on customer and/or rep testimony. According to the pmcf study, the following adverse event have been reported: lymphatic fistula on (B)(6) 2025. According to the medical advisor¿s input for patient outcome and severity, require intervention/additional procedures (femoral-popliteal bypass) s=4. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 17-apr-2025.

Event description:
On (B)(6) 2025, because of a lymphatic fistula a revision of the groin was performed with stent retrieval and the creation of a femoral-popliteal bypass. On (B)(6)2024 date of procedure. Right leg study leg. 2 study devices implanted for 1 lesion. No post procedure antiplatelet and/or anticoagulant taken. Lesion in superficial femoral, de novo lesion. Total occlusion with reference vessel diameter of 6-6.9mm and length 180mm. Zfv6-125-5-200 placed. 6 french guiding catheters used. On (B)(6) 2025 because of a lymphatic fistula a revision of the groin was performed with stent retrieval and the creation of a femoral-popliteal bypass. Access event, surgical treatment of bypass through study lesion. Casual relationship to study device, operated revision because of in stent occlusion. (B)(6) this file will capture the lymphatic fistula on (B)(6) 2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.